Manufacturer narrative:
Product complaint # b)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One used needle-suture piece was received for analysis. The product code is sxpp1b415. During the visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture pieces were examined, and body fluids were noted along strands. As per the condition of the sample, the barbs could not be measured. Besides that, crimping marks and the end was observed to be cut probably by a surgical instrument. Per the condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/30/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a tapp procedure on (B)(6) 2025 and barbed suture was used. During the surgery it was noticed that after the peritoneum was sutured, half of the suture came loose again. A second suture was used to close the remainder. The rest of the suture was removed because it did not hold. This remaining thread will be returned. Overall, the thread appeared smoother than usual, no hooks visible. No patient harm or surgical delay have been reported. Hcp is afraid that the problem could happen in the gyn surgery when the vagina is sewn up during tlh. There were no patient consequences reported. Additional information was requested.